Manufacturer narrative:
Investigation - evaluation: investigation included a review of the documentation of the device. The customer was unable to return the complaint device for investigation or lot information for the complaint device. The customer was also unable to provide photos of the complaint device. A document based investigation evaluation was performed. Based on a review of current documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. Risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record was unable to be completed due to an unknown lot number. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
PMA/510(k) #: exempt. Patient code: (B)(4) [no code available]- additional procedure required to replace device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed as a chest tube in the pleural space for hydropneumothorax drainage. Two days after placement, the nurse found the mac-loc portion completely separated from the catheter while the patient was taking a walk. At that time, the catheter was successfully exchanged for a new one of the same size and type. No other adverse effects were reported for this event. Although requested, additional device information is unavailable. Additionally, the device will not be returned as it was discarded by the user facility.